Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and erosion. A surgical procedure was performed to remove the aus and repair the urethra. There were no device issues and no additional patient complications.